Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a uterine prolapse, a cystocele, and a rectocele. It was reported that after implantation the patient experienced pain, erosion, extrusion, recurrence, bleeding, dyspareunia, vaginal scarring, urinary problems and neuromuscular problems. It was reported that the patient underwent resection of exposed mesh on (B)(6) 2012. The patient underwent urethral bulking with coapite and perineoplasty on (B)(6) 2012. The patient underwent an adjustable mid urethral sling (no product information provided) and total laparoscopic hysterectomy on (B)(6) 2012. (B)(4) - undefined recurrence; dyspareunia; urinary problems; neuromuscular problems; mesh exposure. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08056. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that the patient underwent mesh removal on (B)(6) 2012 and concomitant anterior/posterior reconstruction of pelvis with a mid-urethral sling from boston scientific. It was reported that the patient underwent implantation of remeex system adjustable mid-urethral sling on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic interstitial cystitis, urinary tract infection, blood in urine, atrophic vaginitis, urinary frequency and urgency.

Event description:
It was reported that following insertion the patient experienced chronic interstitial cystitis, urinary tract infection, blood in urine, atrophic vaginitis, urinary frequency and urgency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08056. The same patient is represented in each medwatch.